Event description:
Patient had had procedure postponed 2 to 3 times prior due to high inr readings. Per history provided, pt had a right limb amputation at some previous intervention, date unknown. Physician had in a 7fr rabbe sheath. The physician made 4 passes in each quadrant of the sfa lesion. They pulled back the foxhollow device and did a fluroscopic visualization at which time they saw that the vessel had thrombosis from above the excised area through the popliteal. They then attemtped to use an angiojet device. The angiojet was not removing thrombus or blood, so they checked the sheath and the vessel and noticed that the sheath was deep seated in the vessel. The sheath was pulled back slightly and the thrombus was removed. Post angiojet the vessel was pt with ~50% residual stenosis and some residual thrombus visible on the vessel wall. The physician then went into the at with an es device and then the device was removed, the sfa distal had thromboses again. No siliverhawk device was in the pt for more than 3 to 5 minutes. The pt was given 5000 units of heparin at the start of the case and 2000 units additional prior to the start of the at portion of the procedure post procedure, the pt was given lytecs. It was reported that one week later, the pt had to have their amputated. No association with the foxfollow device is known as this time.